Manufacturer narrative:
Visual inspection of the returned nail revealed no external damage. X-ray images of the internal components showed no damage and revealed the nail had been fully retracted. The nail was functionally tested and distraction and retraction were successful with the high-speed magnet tool and the external remote controller (erc). The length as received was measured at 274.34 mm. The maximum and minimum lengths were measured at 355.99 mm and 274.48 mm, respectively, giving a total stroke measurement of 81.51 mm which meets the specification. Distraction force testing was measured at 300 lbs which meets specification. With the limited information provided, the reported failure mode could not be confirmed as the nail was found to be fully functional and met all specifications. Device records review: review of the device history records (DHR) indicated the unit met all required quality specifications and testing prior to product departure. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that after being implanted the nail would not distract when the surgeon attempted to lengthen intra-operatively to ensure functionality. The surgeon opted to swap out the non-functioning nail with another nail and the procedure was successfully completed. There was no patient injury reported.